Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead.

Event description:
A patient reported via company representative (rep) on (B)(6) 2016 stating that a lead moved about a year and a half prior in 2015. It was noted by x-ray and did not affect therapy. There were no related symptoms reported, and the indication for use was radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.